Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose (bg) of over 600 mg/dl and felt nauseated. Correction boluses via the pump and manual insulin injections were delivered to address bg. During troubleshooting with tandem technical support, it was discovered that the customer did not perform fill cannula step during the loading sequence.